Manufacturer narrative:
Eval: we could not confirm the report because the product said to be involved was not returned to cook endoscopy for eval. We could not conduct a review of the device history record or conduct a sample test from this lot because the lot number was not provided. After a review of the account ordering and shipping history, the lot number could not be determined. A review of the twelve month complaint history for this product family was conducted. Based on the review, the likelihood of this type of report is rare. Conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for eval. A definitive cause for the reported observation could not be determined. Improper cutting wire orientation can occur if the distal end of the catheter is shaped manually. This sphincterotome catheter is pre-curved and is provided with a pre-curved stylet in the distal tip of the catheter. This obviates the need for manual formation. The instructions for use contain the following comment: "note: do not apply manual pressure to tip or cutting wire of the sphincterotome to influence orientation, as this may result in damage to device." Other factors that can contribute to improper cutting wire orientation include manipulating the handle with the catheter in a coiled position or with the pre-curved stylet inside the cannulating tip. The instructions for use advise the user to uncoil and straighten the sphincterotome upon removing the device from the packaging. The user is then instructed to carefully remove the pre-curved stylet from the cannulating tip. The instructions for use contain the following comment: "note: do not exercise handle while device is coiled or pre-curved stylet is in place, as this may cause damage to sphincterotome and render inoperable." Prior to distribution, all fusion omni-tome sphincterotomes are subjected to a visual inspection and functional test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing equipments prior to shipment. Corrective action: no corrective action warranted at this time because this report could not be verified. The complaint risk priority number (crpn) for this type of occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based on this activity, no further action is warranted at this time. The likelihood of this type of occurrence is rare. Customer quality assurance will continue to monitor for complaint trends.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook endoscopy fusion omni-tome sphincterotome. The physician commented the cutting wire orientation was between 9 and 10 o'clock. A section of the device did not remain inside the pt's body. The pt did not require any additional medical procedures due to this occurrence. The pt did not experience any adverse effects due to this occurrence.